Event description:
The leading haptic tended to the opposite direction during iol insertion. The trailing haptic was tucked, but it was deformed at root. The haptic added the load to capsule during positioning the lens, and the capsule is ruptured. Doctor couldn't remove the iol, and the iol remained in the eye.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Posterior capsule rupture is indicated as a potential adverse event related to iol implantation, as covered under the warnings section of the product's instructions for use (IFU). (B)(4). Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
The leading haptic tended to the opposite direction during iol insertion. The trailing haptic was tucked, but it was deformed at root. The haptic added the load to capsule during positioning the lens, and the capsule is ruptured. Doctor couldn't remove the iol, and the iol remained in the eye.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for corrected information and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: ya-60bbr). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.